Event description:
It was reported that prior to procedure, the device had light leakage and cracks. The procedure was completed using another of the same device. There were no patient complications.

Manufacturer narrative:
Block e1 initial reporter facility name: (B)(6). Upon receipt at our quality assurance laboratory, the fiber was thoroughly analyzed. Visual inspection revealed that the fiber was kinked and broken into two pieces. Microscopic inspection showed that the fiber tip was degraded, with no defects observed on the connector. It is likely that procedural conditions during device setup, use, or reprocessing contributed to the fiber body break. A fiber can be damaged or kinked during setup and may completely break once laser energy is applied. Functional testing was performed, and the console displayed the message: applicator has been used 0 times. The device history record (DHR) review conformed that the device met all manufacturing specifications, and therefore the failure was unlikely related to manufacturing. A review of the device instructions for use (IFU) was completed and states: carefully inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the device. Return it to boston scientific for replacement. A risk review performed for the lighttrail reusable laser fiber confirmed that the event of fiber break is known event defined in the product risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on the information available and analysis results, a conclusion code assigned of cause traced to component failure was assigned to this investigation which indicates expected or random component failure without any design or manufacturing issue.

Manufacturer narrative:
Block e1 initial reporter facility name: (B)(6).

Event description:
It was reported that prior to procedure, the device had light leakage and cracks. The procedure was completed using another of the same device. There were no patient complications.